Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted h3 other text: device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Customer changed the pump supplies and delivered a manual insulin injection to address the elevated (bg). Recommendation was made to consult with a healthcare provider regarding diabetes management.